Manufacturer narrative:
Evaluation summary: the device was returned. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted. No damage observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The plunger was removed and cleaned for further evaluation. No plunger damage or abnormalities were observed. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the reported edge damage could not be determined. No problem was found with the returned device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported, during insertion of the preloaded intraocular lens (iol) the lens was scratched or had scuff marks along the edge of the lens. The lens remains implanted. The surgeon indicated that the scratches/scuff marks ¿are not visually significant¿. Additional information was requested.